Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold. The test was performed prior to use. The user did not report any contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause.

Manufacturer narrative:
The device has been returned but the device evaluation is not yet completed. As such, a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available. Customer provided information of their reprocessing method. During pre-cleaning, suction is performed for all channels and rinsing is performed for the air water channel and auxiliary channel. Detergent is not used. During manual cleaning detergent used is enzymex l9. Brushing is performed for the suction channel, suction piston, and suction access port. Model number of the brushes used is vytic kit double cleaning brush cj-kedb-230-06. Disinfecting is not performed for manual cleaning. Automatic endoscopy reprocessor (aer) device is etd4. Detergent used with it is endodet and disinfectant used is endodis. The device is stored in a typhoon storage cabinet. Maintenance of the device is by olympus. The device was not sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third party testing, the device evaluation, and the legal manufacturer's final investigation. No obvious deviation from IFU was confirmed from the review of the reprocessing steps provided from the user. The following was result of the culture test performed at the third-party labs, via olympus: sampling from: all channels. Cfu: 1cfu. Bacterial identification: coagulase-negative staphylococci. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted where: leak at bending section rubber. Leak at up down knob. Leak at right left knob. Light guide (lg) lens has crack. Objective lens has crack. Distal end cap cover has scratch. Bending section rubber glue has gap. Switch button 1 has wear and tear. Lg cord wrinkled. Plug unit has damaged. Angulation is lower than standard. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.